Event description:
A pt underwent a therapeutic placement of a colonic wallstent in the lower sigmoid colon. The date of the procedure for placement of the wallstent is unk. At some point in time post placement of the wallstent colonic wallstent, the stent is reported to have migrated in to the rectum. The physician reported that the pt had forceful bowel movements which contributed to the event. The stent was scheduled to be removed. Attempts to obtain additional information regarding this event have not been successful. The pt condition is reported as 'fine'.